Manufacturer narrative:
Retainer ring = black. On (B)(6), 2021 the customer passed. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0877 inches. The customer's battery leaked in the battery compartment and there was corrosion on the battery tube. The following were noted during visual inspection: scratched case, cracked battery tube threads and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump received with a depleted energizer alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. (B)(6) 2021 dailytotalofallinsulindelivered = 45.6, (B)(6) 2021 dailytotalofallinsulindelivered = 31.4, (B)(6) 2021 dailytotalofallinsulindelivered = 55.7, (B)(6) 2021 dailytotalofallinsulindelivered = 32.3, (B)(6) 2021 dailytotalofallinsulindelivered = 46.5, (B)(6) 2021 dailytotalofallinsulindelivered = 26.25, (B)(6) 2021 dailytotalofallinsulindelivered = 26.3. The insulin pump passed the functional testing. The customer's battery leaked in the battery compartment and there was corrosion on the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in emergency room. The customer was at the emergency room on (B)(6), 2021 due to diabetic ketoacidosis and internal infection. The cause of death was diabetic ketoacidosis and internal infection. The customer¿s blood glucose was 600 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. It is unknown if the caller will return the insulin pump for analysis.